Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that patient came to the emergency room with complaints of pain at pocket site and fever. The device system was later explanted due to infection.